Event description:
2022-dec-20 rtg0385871 (hcp): information was received from a healthcare provider regarding a patient who was implanted with an imp lantable neurostimulator (ins) for spinal pain indications. Caller reports patient was undergoing an MRI when their ins began to heat up. Caller states this began within the 1st regular sequence, however was reported to be warming up until the 2nd regular sequence (t1 sagittal), when the patient "squeezed the ball", indicating discomfort. The scan was then stopped (approximately 3-4 minutes into the scan). The patient was with the caller after the scan and reported no lasting effects. Caller reports the MRI center cleared the patient for full body eligibility prior to the scan and confirmed the scan parameters were correct. No additional details were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that pt had MRI scan done sometime last month and reports that her lead heated up during the scan. Pt states her ins was off prior to this MRI. Pt states during the first stage of the MRI scan "the lead heated up a little bit but not that bad" and then during the second part of the scan the "lead heated up so much that she couldn't stand the heat" and the MRI scan was stopped. Pt reports the "machine is not even working".

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.